Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and troubleshooting/resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high out-of-range right ventricular (rv) lead pace impedance measurements greater than 3,000 ohms were observed while preparing for a scheduled magnetic resonance imaging (MRI) scan. Review of rv pace impedance trends indicate measurements were previously stable in the mid-400 ohms range. Technical services (ts) advised against proceeding with the MRI scan due to evidence of suspected lead fracture. This rv lead remains in service, and the MRI was not performed. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and troubleshooting/resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high out-of-range right ventricular (rv) lead pace impedance measurements greater than 3,000 ohms were observed while preparing for a scheduled magnetic resonance imaging (MRI) scan. Review of rv pace impedance trends indicate measurements were previously stable in the mid-400 ohms range. Technical services (ts) advised against proceeding with the MRI scan due to evidence of suspected lead fracture. This rv lead remains in service, and the MRI was not performed. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was surgically abandoned and replaced due to out-of-range pace impedance measurements and non-capture. A venogram confirmed the vein was open, and the lead replacement was completed successfully. It was noted that the pacemaker was approximately six years old, and the physician decided to replace the battery during the procedure as well. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that high out-of-range right ventricular (rv) lead pace impedance measurements greater than 3,000 ohms were observed while preparing for a scheduled magnetic resonance imaging (MRI) scan. Review of rv pace impedance trends indicate measurements were previously stable in the mid-400 ohms range. Technical services (ts) advised against proceeding with the MRI scan due to evidence of suspected lead fracture. This rv lead remains in service, and the MRI was not performed. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was surgically abandoned and replaced due to out-of-range pace impedance measurements and non-capture. A venogram confirmed the vein was open, and the lead replacement was completed successfully. It was noted that the pacemaker was approximately six years old, and the physician decided to replace the battery during the procedure as well. No additional adverse patient effects were reported. Additional information received reported that the cause of the right ventricular (rv) lead non-capture and the cause of rv out-of-range pace impedance measurements were not determined. No defects were visible through fluoroscopic imaging, however non-capture and out-of-range pace impedance measurements were reproducible with pacing system analyzer (psa) testing.